Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm. The customer¿s blood glucose was 201 mg/dl at the time of incident. Troubleshooting was performed. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.